Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was stable.

Event description:
During an in clinic follow up, a loss of capture was observed on the device. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Manufacturer narrative:
Further information was requested but not received.